Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the syringe safety 3ml ll 22x1 an curitiba needle stem. The following information was provided by the initial reporter, translated from (B)(6) to english: "product syringe + needle with safety device 3 ml sterile with the presence of a foreign matter in the needle stem."

Manufacturer narrative:
H.6. Investigation: photo was received in which it is possible to check the part for dirt, but it is not possible to identify the type of dirt present in the part. It was performed the DHR quality notifications, retention samples and maintenance records were verified and no records potentially related to the failure were found. A possible cause for the occurrence is a contamination by grease during the region coming from the needle assembly process.

Event description:
It was reported that foreign matter was found in the syringe safety 3ml ll 22x1 an curitiba needle stem. The following information was provided by the initial reporter, translated from portuguese to english: "product syringe + needle with safety device 3 ml sterile with the presence of a foreign matter in the needle stem."